Event description:
1.9 french PICC (peripherally inserted central catheter ) was placed. There was line beeping occlusion on infusion pump. Alteplase was administered, but device was still beeping occlusion. Both ports of the double lumen catheter were able to be flushed with heparinized saline. X-ray was done to check placement of line. It was found to be at t8, and was pulled back 2 cm. Right arm noted to be swollen the next day. Catheter was removed. Perforation noted in catheter after removed and examined.